Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via an email regarding a patient with an implanted pump. The hcp recently had a pain pump fail in a patient who supposedly had 16 months left on their elective replacement indicator (eri). The hcp was wondering if they could send the pump to determine why it had a motor stall.